Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to as the implant was at least 4 centimeters too small. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The procedure was completed successfully and the patient fully recovered.